Event description:
It was reported that the neonatal intensive care unit (nicu) nurses troubleshooting low flow alert02) in an arctic sun device. Flow rate (fr) was 0.2lpm. Explained need a flow rate (fr) of 1lpm for full heater capacity. Guided to system diagnostics showed that the system hours were 3090, pump hours were 1112, inlet pressure (ip) was negative 7psi, circulation pump command (cpc) was 38 percentage. Disconnected and reconnected pads, adjusted tubing, and flow rate (fr) dropped to zero. No visible damage to fluid delivery line (fdl). Disconnected, rotated connectors, and reconnected pad. Flow rate (fr) remained at 0lpm. Lot number for pad ngks2041. Tried this pad with a new device (dygnal010). Device primed and stopped, no flow. Stopped therapy, drained and disconnected old pad. Connected new pad and flow rate (fr) stabilized at 1.4lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 38 percentage. Advised them to hold onto the pad as someone would contact them during business hours to arrange a return for investigation. Per follow up information received via task on 11sep2025, spoke with charge nurse who confirmed pads were being kept boxed up behind desk. They did not have additional details regarding patient therapy. Confirmed to return the pads once the return kit was received.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is kinking of the pad lines. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging and a sticker showing lot number ngks2041 (pad 1 of 2). Also received one opened arctic gel neonatal pad present with no original packaging and no sticker (pad 2 of 2). Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. For pad 1 of 2, major kinks were seen that caused the tubing to flatten for its entire length. For pad 2 of 2, tubing noted no major kinks present. Hydrogel was intact with pads and not separated. No crushed dimples or signs of overlamination in the pads. The reported issue could not be verified without further testing. Each pad was individually tested using (B)(4) rev 4. All individual measured flow rates are outlined. Pad 1 of 2: the pad was tested using (B)(4) rev 4. A flow rate for this pad could not be obtained unless the kinks near the pad manifold were held straight. When the kinks were straightened, a total of 1.1 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 41%, inlet pressure was negative 7.1 psi. According to the test method (B)(4) rev 4 the flow rate was found to be inadequate for the returned pad. (Acceptable range greater than = (B)(4) l/min). Pad 2 of 2: the pad was tested using (B)(4) rev 4. A total of 1.1 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 36%, inlet pressure was negative 7.0 psi. According to the test method (B)(4) rev 4 the flow rate was found to be acceptable for the returned pad. (Acceptable range greater than = (B)(4) l/min). The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurses troubleshooting low flow alert02) in an arctic sun device. Flow rate (fr) was 0.2lpm. Explained need a flow rate (fr) of 1lpm for full heater capacity. Guided to system diagnostics showed that the system hours were 3090, pump hours were 1112, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 38 percentage. Disconnected and reconnected pads, adjusted tubing, and flow rate (fr) dropped to zero. No visible damage to fluid delivery line (fdl). Disconnected, rotated connectors, and reconnected pad. Flow rate (fr) remained at 0lpm. Lot number for pad ngks2041. Tried this pad with a new device (dygnal010). Device primed and stopped, no flow. Stopped therapy, drained and disconnected old pad. Connected new pad and flow rate (fr) stabilized at 1.4lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 38 percentage. Advised them to hold onto the pad as someone would contact them during business hours to arrange a return for investigation.